Event description:
Blood transfusion ordered for patient. When bag of blood was spiked, the tube that connects to the plastic piece to spike the bag came disconnected and the bag of blood poured onto the floor and all over the nurse. The spike was still inside the port in the blood bag, just the tubing came disconnected. This resulted in the bag of blood being wasted and a delay in transfusion. There were no obvious issues with the tubing prior to spiking.